Manufacturer narrative:
Product analysis: device remains implanted in patient. No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years 5 months post implant, a 21 mm bioprosthetic aortic valve was replaced valve -in-valve with a 23 mm transcatheter aortic valve. The reason for replacement was reported as aortic stenosis. No additional adverse patient effects were reported.